Event description:
It was reported, the instrument broke as soon as it was used. As customer reported, there was no force applied on the instrument.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.